Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module streamline cable was damaged.

Manufacturer narrative:
D4 - UDI: correction manufacturer's investigation conclusion: the reported event of a damaged streamline battery cable on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. There was no photos or log files submitted for review. The provided information stated that the streamline battery cable was noted to be damaged. The extent of the damage is unknown. Damage to the cable may result in red battery alarms if contact is affected. Additional information provided stated that the account has no knowledge of the reported damage. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.